Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy bumps near the torso area. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient stated the cardiologist advised he can return the equipment as he no longer meets the health criteria for the lifevest. The patient removed the device and his dermatologist prescribed triamcinolone cream and the irritation improved.